Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the displacement test due to blank display. No unexpected constant audio alarm tone noted during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 82 mg/dl. The customer reported that the device was exposed to ocean water and he went swimming. Customer stated the pump display went blank immediately after pump exposure to moisture. Customer stated a constant tone is occuring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that due to water damage we will replaced the pump.